Event description:
User reported that the level sensor triggered incorrectly, causing the system to enter zero flow. Once the reservoir volume was refilled, the sensors displayed a lagged response. There was no patient harm or consequences as a result of this event.

Manufacturer narrative:
Level sensor identified that volume in reservoir was getting low; however, the resulting output was incorrect per the user's report. The device has not yet been returned to spectrum medical; thus, root cause determination is pending the completion of an investigation.

Event description:
User reported that the level sensor triggered incorrectly, causing the system to enter zero flow. Once the reservoir volume was refilled, the sensors displayed a lagged response. There was no patient harm or consequences as a result of this event.

Manufacturer narrative:
Level sensor identified that volume in reservoir was getting low; however, the resulting output was incorrect per the user's report. The device has not yet been returned to spectrum medical; thus, root cause determination is pending the completion of an investigation. Follow-up #1: spectrum medical is still awaiting the return of the device.

Manufacturer narrative:
Level sensor identified that volume in reservoir was getting low; however, the resulting output was incorrect per the user's report. The device has not yet been returned to spectrum medical; thus, root cause determination is pending the completion of an investigation. Follow-up #1: spectrum medical is still awaiting the return of the device. Follow-up #2: spectrum medical is still awaiting the return of the device. The issue is suspected to have been caused by the user performing blood sync before the blood and priming solution was adequately mixed.

Event description:
User reported that the level sensor triggered incorrectly, causing the system to enter zero flow. Once the reservoir volume was refilled, the sensors displayed a lagged response. There was no patient harm or consequences as a result of this event.

Manufacturer narrative:
Level sensor identified that volume in reservoir was getting low; however, the resulting output was incorrect per the user's report. The device has not yet been returned to spectrum medical; thowever, the issue is suspected to have been caused by the user performing blood sync before the blood and priming solution was adequately mixed.

Event description:
User reported that the level sensor triggered incorrectly, causing the system to enter zero flow. Once the reservoir volume was refilled, the sensors displayed a lagged response. There was no patient harm or consequences as a result of this event.